Manufacturer narrative:
Clinical code: 1417: dural tear. The part was not returned for evaluation. Event evaluation form indicated negligible adverse effect to patient. The sales rep communicated that the patient spent 5 days post op in the ICU recovering from a dural tear. The dural tear occurred during surgery when the surgeon used the durapro 5 mm ball attachment to attempt to remove scar tissue. This dural tear did not result in any permanent injury. The observed severity is within or below the expected severity. The observed risk level is within the expected risk level.

Event description:
It was reported that the surgeon was doing durapro as a trial so we could close the hospital on purchasing several. During the surgery, he used the durapro on the dura, and it caught a previous scar and tore the dura.